Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward and the cannula did not deploy into the skin.

Manufacturer narrative:
The device was received not deployed. The device data was downloaded and a drive stall was observed during second prime, as well as a drop in pulse width. No timeouts, or alarms were observed. The device completed 56 pulses, 46 of which were first prime pulses, before being deactivated. The soldering iron was used to remove the pcb in order to inspect the hook talons and hook post spring. No damages or defects were observed on the hook talons, hook post spring or ratchet gear teeth. No damages or defects were observed on the bottom housing or the e-seal. The hook talons failed to detent the ratchet gear to the deployed position by the end of second prime.